Event description:
It was reported on (B)(6) 2012 that a cre balloon dilatation catheter was being tested at boston scientific corporation on (B)(6) 2012. There was no patient or procedure involved; this was a test of the device. According to the complaint, during testing of the device, the balloon catheter was being advanced through a biopsy cap and as the exit marker was being pushed thru the cap, the exit marker detached and was loose on the catheter.

Manufacturer narrative:
Investigation results: the catheter was inspected for cosmetic defect and none were found. The exit marker was found to be loose on the catheter and moved out from its original position, together with ro marker (the marker moved down towards proximal end of the shaft). The exit marker did not detach from the shaft. This defect is consistent with an excessive force being used during catheter insertion into the scope or forcible catheter passage through the cap. A residue of glue was found at ro marker location which confirms that the ro marker had been glued to the shaft. The exit marker was found to be damaged/ accordioned. The reported defect of exit marker loose was confirmed. This event happened during testing; there was no patient or procedure involved. Based on the investigation results the most probable root cause of handling damage will be assigned to this complaint as the complaint was most likely caused by handling of the device without direct patient contact. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported on (B)(6) 2012 that a cre balloon dilatation catheter was being tested at boston scientific corporation on (B)(6) 2012. There was no patient or procedure involved; this was a test of the device.according to the complaint, during testing of the device, the balloon catheter was being advanced through a biopsy cap and as the exit marker was being pushed thru the cap, the exit marker detached and was loose on the catheter.